Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the packaging was opened before the operation, an integrity inspection was done and it was found that there were obvious pinhole size holes in the extension silicone tube (venous side). The catheter was not repaired, there was a leak at the junction of the extension tube and bifurcate. There was no cleaning agent used on the device prior to use, tego was not utilized, there was no luer adapter issue and the insertion site was no treated prior to product placement. The procedure was proceeded and completed. There were no other products being utilized with the device and there was no packaging damage that might have contributed to the reported issue. The reported product was not used, flushing was not performed, there was no leak on the replacement catheter and blood transfusion was not needed. There was no reported patient injury.

Manufacturer narrative:
H6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found there was a hole in the extension tube which led to a leak when the catheter was submerged into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage. Water bath test showed air bubbles on the blue luer adapter side at the extension tube site. It was reported that there was a leak or hole on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.